Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Updated initial reporter and facility information. Added device serial number and explant date. The manufacturing date could not be determined without the device serial number.

Event description:
It was reported post implant procedure, the lead was dislodged. Consequently, the lead was excised and replaced. No patient complications have been reported as a result of this event.